Event description:
It was reported to resmed (B)(4) that a system fault (sf180) occurred on an astral device indicating a battery charger fault. This resulted in an alarm which notified the caregiver of the error message. The device was not used on a pt when the fault occurred, therefore, there was no pt involvement. MFR # 3004604967-2015-00240.